Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had chest pain and potentially had to go to the hospital. Reportedly, the chest pain was diabetes related. However, the customer stated that that the pump/supplies were not part of the issue. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.